Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular compromise, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician's assistant and concerns a (B)(6) male patient. The patient was injected with 0.7cc of radiesse to the mid-cheeks in boluses of 0.15cc to 0.2cc on the evening of (B)(6) 2019. Medical history positive for hypertension and 2-3 radiesse injections in the past without problems. Concomitant medications reported as hydrochlorothiazide and metoprolol. During injection, the reporter may have hit the zygomaticomalar branch or nasal branch. The patient experienced slight erosions on the cheek, down from the lateral canthus, described as superficial sloughing of the epithelium. In the opinion of the reporter, this could represent a vascular compromise. Corrective treatment reported as injection of 1.5cc of sodium thiosulfate (sts). The patient experienced extreme burning with sts injection and it was stopped. Further corrective treatment reported as 7 cc (1000 units) of hylenex (hyaluronidase), asa 625mg, prednisone 40mg, viagra (sildenafil) 50mg, warm compresses and massages. The warm compresses and massage were discontinued due to the skin sloughing. The patient presented for follow up on (B)(6) 2019 and his symptoms were not worse. There was no pain, no vision change and no sign of impending necrosis. Capillary refill was present and pupil response was normal. Further corrective treatment with 1cc of vitrase (hyaluronidase), 1cc of sts, and nitropaste was performed. In the opinion of the reporter, the events are not permanent but treatment was necessary to prevent permanent impairment of a body function or permanent damage to a body structure. Causality reported as related to radiesse.